Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch of which(B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. As no samples have been received and no units are in stock, we have only reviewed the batch manufacturing records, the batch has an incidence, but was released into the market fulfilling usp/ep and b. Braun surgical requirements. In the side effects of the instructions for use it is informed that a local irritation may appear:" the use of this product leads to an exothermic reaction. During the closure of smooth, fresh skin wounds improper application of two thick a layer of adhesive can lead to thermal damage of the tissue upon polymerization. Cyanoacrylates can be associated with a limited period of local irritation in the application area; a transient foreign body reaction can occasionally tale the form of an inflammatory reaction." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the patient's skin turned red from the histoacryl was applied to a surgical skin incision.